Event description:
After the pts bath was completed and the caregiver was drying him off, one of the side rails on the shower trolley gave way at one end and broke free at the other. The pt then tumbled to the floor off the open side of the shower trolley. The pt suffered small cuts and bruises (sent to the ER).

Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh on behalf of the MFR arjo hospital equipment (B)(4). The evaluation of the device to date has been carried out by a representative of the manufacturer's sales and service unit subsidiary division, not a direct employee of the MFR. Additional info will be provided following the conclusion of the manufacturer's investigation.